Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 400 mg/dl. Tandem technical support performed a system check on the pump and determined that no insulin was seen coming out of the cartridge pigtail during a fill tubing. Customer changed the cartridge to resolve the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.